Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was recognize the ecgs. The cause for the failure was isolated to a destroyed esd500 diode array by thermal damage. The root cause for the thermal damage could not be positively identified. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.